Event description:
A surgeon reported that during surgery, air did not come out when using fluid air exchange (fax). The issue resolved after the product was replaced with another one. There was no harm to the patient. No add'l info expected.

Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting eval. A root cause has not been identified. (B)(4).